Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic operating console exhibited low vacuum in phacoemulsification mode. Procedure details and patient harm were not reported.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. All parameters were within the specified range. The company service representative learned that the cause of low vacuum was due to the overuse of consumables (cassette, tip, sleeve, etc.). The surgeon felt low vacuum after reusing the cassette in many cases. The company service representative reiterated the recommendation of using a one-to-one ratio of consumables to patient to prevent the reported event and avoid contamination that may lead to infection. Unrelated to the reported event, the company service representative noticed system message (sm) [footswitch communication lost] in the event log and advised the user to change the footswitch channel if it appeared again. Sm [footswitch is depressed] was also observed in the event log, so the company service representative explained to the user to avoid stepping on the footswitch during priming of the cassette and handpiece. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to user error, as the customer was reusing consumables. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).